Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator charge button was not working and an error appeared on the display. There was no patient involvement.